Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported fiber tip appearing burnt. However, analysis of the returned fiber identified the glass cap was detached; therefore, the event is confirmed. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis and the information available, the interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that half-way through the photoselective vaporization of the prostate procedure, the fiber tip needed to be cleaned. When the fiber was removed to be cleaned, the fiber appeared burnt. All connections were checked and it was believed that the irrigation fluid may have been compromised. The fiber needed to be replaced. There were no patient complications. The fiber was returned and analysis identified the glass cap had detached.